Event description:
It was reported that during a percutaneous coronary intervention patient complications occurred. The moderately tortuous lesion was 100% of stenosed without calcification. It was located in the right coronary artery (rca). The physician used a 4.0mm flextome monorail cutting balloon to treat the lesion. Upon advancing the catheter into the lesion, the shaft kinked. The procedure was completed with 3.5mm flextome. It was reported that a "blood tumor" formed during the procedure. It is unknown what cause the "blood tumor" to occur. No further patient complications were reported and the patients' status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).